Event description:
Reporter noted follow-up with hosp to ensure they were following MFR's recommendations for preventative maintenance and expected life span of this equipment. Rec'd complaint from pt who had undergone surgery and overheard a nurse state "this equipment is very old and defective." Pt has apparently lost right sight in the eye.